Manufacturer narrative:
Controller exchange in (B)(6) 2020 was reported in MFR report number: 2916596-2020-06381 and the exchange on (B)(6) 2021 was reported in MFR report number: 2916596-2021-02212. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient presented to clinic with blank controller screen. This was his third controller change since (B)(6) 2020. For the first exchange, he had a blank screen but condensation visible on his screen. Second time, (B)(6) 2020, screen blank but no damage visible and patient denied damage. On (B)(6) 2020 the patient denies damage again. States that he does wear a back pack when out with his grandchild. When connected to the power module on (B)(6) 2021, the "controller clock not set" alarm was also on. The controller was exchanged on (B)(6) 2020. A log file review was requested to find out the underlying causes of these exchanges. The event log captured controller clock corrupt events from the beginning of the data capture. Typically this is seen when the patient depletes all battery power then the depletes the backup battery in the controller which stops the pump until power is restored and resets the clock to a default of 1/1/2000 with a yellow wrench. It was noted that the date stamp shows 1/23/2000 so it may have happened around 22 days ago. Other than the corrupt timestamp there were no issues seen in the log. Customer requested a replacement controller for the most recent controller that was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller lcd screen not working was confirmed during analysis. The evaluation of the returned system controller serial number (B)(6) revealed that the lcd screen was white. Further evaluation isolated the issue to a compromised lcd screen. The white lcd screen did not affect the system controller's ability to operate the pump. A specific root cause that contributed to the compromised lcd screen was not determined during analysis. The log files were successfully retrieved from the returned system controller. The data contained in the event log file revealed that the controller¿s clock was synchronized on (B)(6) 2021. The events captured prior to april 28 revealed the system maintained the desired set speed with no interruptions and the clock was not set. The data contained in the periodic log file revealed that the system maintained the desired set speed with the clock not being set. The investigation was unable to determine why the controller¿s clock was not set correctly. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. The patient handbook, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms, including controller clock not set alarm, and what actions to take when they occur. And the proper actions to take if the alarms cannot be resolved. Section 10 safety checklist: talk to your hospital contact about maintaining your backup system controller and checking it for readiness. To make sure your backup system controller is always ready to use in an emergency, once in a six-month period, your hospital contact will need to charge the backup battery inside your backup system controller, perform a self test on the backup system controller, and make sure that the backup system controller¿s programmed settings are identical to the settings in your operating system controller no further information was provided. The manufacturer is closing the file on this event.